Event description:
A report was received 10/28/2002 that a doctor had implanted a memorylens in a patient's eye in 2000, which lens has opacified and was explanted in 2002. The patient has a pre-existing medical history of glaucoma. At exam in 2002, the patient's visual acuity was 20/30 od. The lens exchange was reported as uneventful, and at exam in 2002 and then again one week later, the patient's visual acuity was reported 20/20 od. The doctor's prognosis for the patient was reported as "excellent".